Manufacturer narrative:
Initial medwatch submitted to the FDA on 19/jan/2022. A review of the device labeling notes the following: the current orbera365¿ intragastric balloon system directions for use (dfu) addresses the known and anticipated potential event of "vomiting" as follows: the physiological response of the patient to the presence of the orbera365¿ system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, acute pancreatitis, spontaneous inflation, ulceration, gastric and esophageal perforation, and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications: possible complications of the use of the orbera365¿ system include: insufficient or no weight loss. Gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus. Abdominal or back pain, either steady or cyclic. Gastroesophageal reflux. Additional information: the device has not been returned for analysis as it currently remains implanted, and after multiple attempts to gather more information from the reporter, no additional information has been received. The investigator determined a device history record (DHR) review is not possible for this complaint, as attempts at gathering the device serial/lot number were unsuccessful.

Event description:
Patient was vomiting and requested to have the balloon removed. Balloon was removed successfully.